Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. Customer provided a blood glucose (bg) level of 25 mg/dl. Bg was addressed by consuming carbohydrates. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.